Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the central station remote speaker had no audio. The issue will be considered as found during use. There was no report of patient injury or harm.